Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the meter remote was not returned with the pump for investigation. The pump's keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded normally to button presses. The keypad cover was removed and there was no evidence of any button contact defects. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the meter remote was cancelling a bolus without user intervention. The reporter noted the issue only occurred with boluses over 5 units. The reporter confirmed that the meter remote and pump buttons were in good condition. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.